Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h6: part: 05.000.008, synthes lot: 008393, supplier lot: 008393, release to warehouse date: 16 december 2021, expiration date: na, supplier: (B)(4): synthes gmbh. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that it was reported that the instrument's reverse and medium speeds barely work. The repair technician reported that the device run low in forward, fast forward and intermittent in reverse condition, cracked contact plate, damaged vent, discolored wire, rust on motor, debris on internal components. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.

Event description:
It was reported that the instrument's reverse and medium speeds barely work. The issue was observed during weekly equipment check. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.